Event description:
(B)(6) reported they were seeing false positive results on some of our tests. Our investigation internally has shown that our rna master mix can have precipitate that can cause this issue. The precipitate can cause false positive results with a rate of ~ 5 - 10 % in around 20 % of the affected kit lot numbers.

Event description:
Clia lab in portland maine reported they were seeing false positive results on some of our tests. Our investigation internally has shown that our rna master mix can have precipitate that can cause this issue. The precipitate can cause false positive results with a rate of 5-10 % in around 20 % of the affected kit lot numbers.